Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). The patient did not receive therapy during the oversensing. Programming changes were discussed, the physician elected to monitor the patient as there was just one episode. There were no patient consequences.

Event description:
New information received indicates that additional post paced t wave oversensing occurred. No intervention was reported. No patient consequences were reported.